Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she is unable to keep the charging antenna over the ipg consistently to charge. The patient feels the ipg is at an angle and it does not feel flat. X-rays did not reveal any anomaly. However, the patient has lost 15 pounds. The patient was sent tennafix tape to keep the antenna in place. However, if the tennafix does not resolve the issue, the patient may undergo surgical intervention as the next course of action.